Event description:
It was reported that the reservoir of a basal/bolus infusor ruptured. This occurred before patient use. No additional information is available.

Manufacturer narrative:
(B)(4). The device has been received and the evaluation is in progress. Upon completion of baxter's investigation, if additional relevant information is obtained, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The sample was received for evaluation. A visual inspection identified that the reservoir was ruptured. A microscopic inspection identified markings near the rupture line. The cause of the rupture could not be determined. A CAPA has been opened to address this issue. If additional relevant information is obtained, then a follow-up MDR will be submitted.